Event description:
It was reported that the pump time was incorrect, cause was unknown. Subsequently, the customer experienced a past high blood glucose (bg) event, displayed as "high", that led to an emergency room visit on (B)(6) 2025 and subsequent hospitalization on (B)(6) 2025. There was no specific bg level provided. Customer developed pneumonia and experienced diabetic ketoacidosis as a result of elevated bg level, however no permanent damage was identified. Bg was treated with intravenous fluids of insulin and saline. Incorrect time settings on the pump were found to be a likely cause, which was corrected with assistance from technical support. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received. The customer reverted to manual injections for insulin therapy.